Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation the device alarmed to indicate the internal battery was not depleted and not detected. The battery failed to charge. The device's power supply was replaced to address the issue. Additionally, the device alarmed to indicate the detachable battery was depleted and that the internal battery had less than 25 min left of the charge. A service required indicating a power failure was also noted. These alarms are not critical alarms and would not affect the device's ability to deliver therapy as designed. The muffler assembly was replaced per preventive maintenance protocol. The device's blower was found to be corroded and contaminated with dust and was replaced. The machine flow sensor and inline proximal filter were replaced due to dust contamination.